Event description:
During a laparoscopic procedure, the spring stylet on the pneumoneedle failed to return to its proper position, therefore exposing the needle end. The investigation is still in progress.